Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a powerflex pro 4mm x 6cm 135 percutaneous transluminal angioplasty (pta) balloon catheter was found to be leaking when flushing; the device was never used in the patient. The procedure was completed by replacing the peripheral balloon with another non-cordis balloon catheter. There was no reported patient injury. The device was used for balloon dilatation of 70% stenosis of an arteriovenous (av) endovascular fistula with moderate calcification and no cto, using ultrasound guidance. The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The device will not be returned for evaluation because it was discarded. The reported ¿balloon leakage, during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and device handling during preparation may have been contributing factors to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Removal from package open the pouch, grasp the hub and gently take the catheter out. Preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex pro 4mm x 6cm 135 percutaneous transluminal angioplasty (pta) balloon catheter was found to be leaking when flushing; the device was never used in the patient. The procedure was completed by replacing the peripheral balloon with another non cordis balloon catheter. There was no reported patient injury. The device was used for balloon dilatation of 70% stenosis of an arteriovenous (av) endovascular fistula with moderate calcification and no cto, using ultrasound guidance. The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ration was 1:1. The device will not be returned for evaluation because it was discarded.